Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to sleep with the pump battery at 65% and the pump shutdown in the middle of the night. The pump was connected to a power source and when the pump turned back on the battery gauge read 5%. Reportedly, the customer was unable to interact with the pump screen. The pump then shut off unexpectedly. The pump was connected to a power source and was able to be turned back on. The customer stated the pump screen was frozen on the unlock screen and was unresponsive to touch. In addition, the customer stated the pump felt warm. The customer's blood glucose (bg) level was impacted (over 600 mg/dl). A backup pump was used to address bg level. Reportedly the customer will use the backup pump as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed and one of the reported issues was confirmed. In addition, a different issue was also found. Touchscreen, battery hot to touch, battery not holding charge.